Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was chipped on both front corners of top case and cracked on right plunger and bottom cases. The battery was also missing. During syringe testing, the reported problems were duplicated. The root cause of the reported issue was found to be the plastic pin of size pot falling out of the plastic tap of size pot. This issue was caused by the customer's incorrect assembly of the device. Replaced size pot. Performed syringe testing and all functional testing which passed. D4 (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the syringe not recognized up calibration. No patient injury was reported.